Event description:
It was reported that defects were found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel 7 [correction] fm in gel x3. Banding issue 34. Embedded fm in tube 1. Ink smear 2 [correction] fm in tube x2. Air bubble in tube 12 [correction] air bubble in gel x12". 52 occurrences were reported.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel / fm in tube, banding issue, embedded fm, ink smear, and air bubble in tube / gel with the incident lot was observed. Evaluation/testing of the customer samples was performed and fm in gel / fm in tube, banding issue, embedded fm, ink smear, and air bubble in tube / gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defects were found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel 7 [correction] fm in gel x3. Banding issue 34. Embedded fm in tube 1. Ink smear 2 [correction] fm in tube x2. Air bubble in tube 12 [correction] air bubble in gel x12." 52 occurrences were reported.